Event description:
Home patient (hp) reports spiking a new bag onto an already spiked line of the homechoice set, after noting supply bag fell off of table and disconnected during drain 2/4 of automated peritoneal dialysis treatment. Baxter technician assisted hp in ending treatment and restarting with new supplies. No pt injury or medical intervention required per rn.